Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved green status indicator but device will not switch on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on the 20th may 2014. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed to specification up to the (B)(6) 2015. The device was disassembled to investigate. Indents consistent with the speaker cable being nipped in the lower casing were observed. This could result in the device being unable to give audio prompts. The failure of the speaker did not affect the unit's ability to successfully deliver the test therapy sequence. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.